Manufacturer narrative:
Product complaint # (B)(4) . Date sent to the FDA: 11/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: the thread didn't stay securely in place throughout the tissue users feel that the thread was stiffer than usual. Were there any adverse patient consequences? According the the op team no patient harm occurs was any medical or surgical intervention required due to ¿the thread cut too much into the tissue and was partially torn out¿? I would say: it means that during the process of suturing or sewing the intestinal connection (anastomosis), the thread didn't stay securely in place throughout the tissue. Instead, some portions of the thread were pulled or ripped away from the tissue, but not the entire suture line. Please explain what was ¿partially torn out¿. The thread tore out of the tissue. By inserting a new thread and re-stitching/stitching, the operation could be continued. Please provide the product return status product shipped h3 investigational summary: the product was returned to ethicon for evaluation. One open box with thirty-five representative unopened samples was received for analysis. Product code v3110h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damage was observed on the external packets. Following the sampling plan, a visual inspection was conducted on thirteen samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the suture broke during the procedure. If not, please explain. Were there any adverse patient consequences? Was any medical or surgical intervention required due to ¿the thread cut too much into the tissue and was partially torn out¿? Please explain what was ¿partially torn out¿.

Event description:
It was reported that a patient underwent a rectum procedure on (B)(6) 2025 and suture was used. When the intestinal anastomosis was sewn over, the thread cut too much into the tissue and was partially torn out. With threads from another batch, the operation was continued and completed as planned. There was no patient damage. Additional information was requested.